Manufacturer narrative:
It is unknown if there was patient involvement; no patient information was reported date of event: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an inserter for titanium elastic nails broke. It is unknown if the device broke pre-operatively, intra-operatively or post-operatively. A surgery was done on (B)(6) 2018 but it is unknown if that is when the device broke; it is unknown if there is surgical delay noted. The patient outcome is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description. A device history record (DHR) review was conducted for part no.: 359.219, lot no.: 9559974: manufacturing location: haegendorf, release to warehouse date: 14.jul.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. There was no known reported patient involvement associated with the complained event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the device broke pre-operatively on an unknown date. There was no patient involvement.